Event description:
On 09/29/22, the customer alleged to medela llc that her pump in style max flow breast pump was not changing suction and making weird noises. She additionally alleged that she had mastitis and has taken antibiotitcs.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer including verifying user was using the correct kit components; verifying user was using dry parts when pumping; verifying the user was not washing or drying tubing on the pump; verifying there was no milk backup; verifying the pump powered on with the power adapter and inspecting the power adapter for any damage. In follow up with a complaint handler on 10/5/22, the customer responded that she had shipped back the product. She didn't answer any questions pertaining to her mastitis and in further follow up by the complaint handler including in writing there has been no response from the customer. The device was returned with the customer's parts and accessories and was evaluated on 10/07/2022. Identified in the product evaluation the customer's parts had milk residue on the connectors and motor aggregate. The eccentric motor shaft was out of specifications. There was still low suction when tested with the customer kit and medela lab kit. The customer's report of low suction could be confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.